Event description:
The physician was treating a female pt, who presented with a mca occlusion. The physician made three passes with a concentric retriever l5. During the third pass, the retriever tip fractured. The physician indicated that the device had been reloaded twice before the fracture. The instructions for use for the concentric retriever l5 warns the user that the retriever l5 should not be reloaded (to reduce the risk of fracture). The physician attempted to retrieve the detached tip but was unsuccessful. The retriever tip was left in the pt. The pt subsequently expired three days post procedure. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever l5 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for concentric retriever l5 devices that were shipped to the site, lot numbers 32414 and 32468, were reviewed and no anomalies were found that are related to this complaint.